Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery:(B)(6) 2014. Revision of hip components due to patient fall. The case report form indicates this event is definitely not related to devices or procedure.

Event description:
Right side fracture and orif. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00444.

Manufacturer narrative:
This device is used for treatment not diagnosis.